Event description:
A patient reported having a "vascular accident" while using a one touch meter. On the day of the event, patient had a dizzy spell while walking. Subsequent medical testing and investigations revealed that patient's vascular accident was due to a "not stable diabetes" resulting from regular hyperglycemia. When patient contacted lifescan to report this event, the csr discovered that the ot meter was set in the mmol/l mode and not in the regular mg/dl mode in which it should have been. No further information has been reported.